Manufacturer narrative:
A prepaid label has been sent to the consumer for return of the product. Consumer has not returned the product.

Event description:
Consumer alleges her humidifier caught fire and damaged a table and drywall. There was not a report of injury with this incident.